Event description:
On (B)(6) 2017 the lay user/patient's father (reporter) contacted lifescan (lfs) USA, alleging that the patients onetouch verio flex meter was reading inaccurately high. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The reporter stated that the alleged meter issue began at approximately 9 am on (B)(6) 2016. At the time of the call the patient was already in the hospital. The patient is on insulin pump therapy. The reporter stated the patients meter was reading approximately 96 pts higher than the hospital meter. The reporter claimed obtaining a "hi" (600+ mg/dl) meter reading/message on the subject device compared to a hospital meter. He was unable to recall the reading provided by the hospital meter. Readings were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. In response to the alleged meter issue the patient was fed less food and drink. The reporter claimed that the patient developed no symptoms. At an unknown time following the alleged meter issue the patient was taken to hospital where he received treatment in the form of IV fluids by a healthcare professional. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly with an intact vial and that they had not expired nor exceeded their discard date. The patients testing process was confirmed as correct and samples were taken from the correct sample site. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. Although the patient developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, there is no indication that the subject meter caused or contributed to this injury. The patient¿s treatment was consistent with the alleged elevated reading obtained with the lfs device. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracies were not resolved during troubleshooting.